Event description:
This ra lead has registered lead check error and polarity has changed from bipolar to unipolar two times. No noise is visible on iegms in bipolar, however in unipolar there is what appears to be myopotentials visible on iegm. Patient complains of pocket stimulation in unipolar mode. Full lead evaluation is recommended.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.